Event description:
It was reported that during an unknown procedure, the distal end of the main body of this rotatable clip fixing device fell off inside the patient's body. The fallen piece has been recovered using forceps. The procedure was then completed with a similar device. There were no reports of procedural delay or any patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: b1, h3, h4 and h6. Updated b1 to adverse event/product problem as a newly identified reportable malfunction was found in the investigation. However, this reportable malfunction was not the root cause of the reported adverse event. The device was returned to olympus for inspection and the reported failure was confirmed. The coil sheath was broken about 55 mm from the distal end. However, based on the information obtained from this complaint and the investigation results, the root cause of the reported event failure could not be identified. In addition, the following reportable malfunction was identified during the device evaluation: coating of the operation wire was peeled off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.